Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The issue with the failed pre-use check could be duplicated when the ventilator was investigated on-site, the nozzle unit in the air gas module was replaced. No goods or log files has been received for further investigation. As no goods or log files were returned for investigation, the cause of the reported failure could not be determined.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).